Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by fax and mail on 01/16/2009 and by phone on 01/14/2009 and 01/22/2009. A completed questionaire was received on 01/28/2009.

Event description:
A consumer reported experiencing halos around light following bilateral intraocular lens (iol) implant surgery. The consumer also complains of blurred vision in the right eye only. The surgeon stated that she had a floater that was contributing to the consumer's blurred vision. The surgeon also stated that a yag procedure was performed. There are two medical device reports associated with this event. This report is for the right eye.